Event description:
According to the reporter:this adapter was cleaned and sterilized at (B)(6) but never used in a case. I attached it to my demo idrive to prepare for a case coming up this week. The idrive would recognize the adapter, but would not recognize a tristaple reload. While the reload was still attached to the adapter, I pushed the unload button away from the handle and toward the tip of the reload. This seemed to push either the reload into alignment with the adapter or the adapter into alignment with the idrive and enabled the recognition of the reload. I was able to close and open the jaws to get the 3 solid green lights. As I articulated and rotated the reload the idrive took over and articulated the stapler reload on its own until it finally stopped in an articulated position and the third green light went out. Procedure type: no procedure. Anatomy involved: no anatomy involved.

Manufacturer narrative:
(B)(4).